Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was shocked for ventricular tachycardia (vt) which accelerated the arrhythmia into a ventricular fibrillation (vf). The vf was undersensed due to low amplitude and delay of therapy occurred. Further review found there was also oversensing of noise. It was noted the patient had a left ventricular assist device (lvad), which may be a cause of the noise. Each time there was a pace the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing which resulted because of where the decay starts from after the pace. Boston scientific technical services (ts) discussed programming options for the s-ICD. The patient was transferred to another hospital and further programming options were discussed. Further review at the second hospital found the noise markers were not from the lvad, but a low signal ventricular fibrillation (vf). The sensitivity was increased from 0.4 milliseconds (ms) to 0.3 ms. The s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct b5 describe event or problem. The type of device was inadvertently put as subcutaneous implantable cardioverter defibrillator (s-ICD) when it should be implantable cardioverter defibrillator (ICD).

Event description:
It was reported that the patient was shocked for ventricular tachycardia (vt) which accelerated the arrhythmia into a ventricular fibrillation (vf). The vf was undersensed due to low amplitude and delay of therapy occurred. Further review found there was also oversensing of noise likely due to the left ventricular assist device (lvad). Each time there was a pace the implantable cardioverter defibrillator (ICD) exhibited undersensing which resulted because of where the decay starts from after the pace. Boston scientific technical services (ts) discussed programming options for the ICD. The patient was transferred to another hospital and further programming options were discussed. Additional information was received that the noise marker was not from the lvad, but a low signal ventricular fibrillation (vf). The sensitivity was increased from 0.4 milliseconds (ms) to 0.3 ms. The ICD remains in service and no additional adverse patient effects were reported.